Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for service. There was no patient in volvement.

Manufacturer narrative:
Product analysis : analysis confirmed the customer comment of a broken knob. The encoder is pushed inside of device. The output connector assembly was broken, and the capacitor was damaged on the main printed circuit board. The encoder assembly was contaminated. One knob was missing, and one was contaminated. The battery drawer was broken on lower case. All found defective parts were replaced, and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.